Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg, ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead was found to have high thresholds, high impedance, and had triggered a lead integrity alert (lia). The lead is suspect of a possible fracture. The pace/sense and rv coil was capped with the superior vena cava (svc) coil connected to the device but programmed off. The lead remains in use with a new pace/sense and rv coil lead implanted. No further patient complications have been reported as a result of this event.